Manufacturer narrative:
Product is no longer available to be returned.

Event description:
The customer reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. At 8:00 am the customer received a blood glucose result of 84 mg/dl on his aviva system. The caller stated that this is a normal reading. The customer stated that right after receiving this result he began shaking and lost consciousness. The customer's wife called (B)(6) between 8:15 am and 8:30 am and they arrived within a few minutes. The emt's tested the customer's blood glucose and received a result in the "30's mg/dl" on their device. The emt's transported him to the hospital. In the ambulance the customer was treated with an IV of glucose and water. The customer arrived at the hospital within 12-15 minutes and received a blood glucose result of 45 mg/dl on the hospital's meter. At the hospital, the customer remained on the IV and they also treated him with orange juice and graham crackers. He was given a scan to determine if he had a suffered a stroke, and he had not. The patient was discharged from the hospital at 5:30 pm the same day.